Manufacturer narrative:
The bottom portion of a broken screw was returned. The top portion was no returned. The reported fracture was confirmed.the reported fracture of the screw was confirmed. Lot information for the screw was not provided and therefore a manufacturing history review could not be completed.a probable cause could not be determined.(B)(4).

Manufacturer narrative:
Device is not return to manufacture.

Event description:
Dr. Reported that a restoration placed 10 years ago, patient presented with crown and screw to office in hand. Broken top portion of screw was dropped and can't be located. Patient will return to remove screw fragment from the implant.